Event description:
It was reported that a pt suspected her swedish adjustable gastric band leaked. The band was explanted in 2008. No further info has been provided at this time.

Manufacturer narrative:
Info anticipated, but unavailable at this time.